Manufacturer narrative:
One device was received, visual inspection found delaminated downstream occlusion seal. Unit failed power test. Replaced motor and downstream occlusion seal and printed wire assembly board, also performed down stream and upstream occlusion sensor calibration. Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period

Event description:
It was reported that there was battery compartment damaged. However the device evaluation found unit failed visual inspection with downstream occlusion seal (dso) delamination no patient involvement